Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a revision surgery the stem inserter handle became extremely stiff.